Event description:
A ventilator was returned to a third-party service center for of foam particles in the device there was no harm or injury reported. During the evaluation of the device at third-party service center, there were no foam particles visualized in the device. However, critical ventilator service required codes were found in the ventilator's downloaded error log. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
It was reported to the manufacturer that a trilogy 100 ventilator was reported to have experienced error codes e-131, e-132 and e-133. On device evaluation by a third-party service center, the complaint of the error codes was not confirmed nor duplicated on testing. It was reported the device operated without any issues. Testing reports were provided which indicated the device passed testing without issue. The coding grids have been updated to reflect the outcome of the device evaluation